Event description:
It was reported that the pt had a neurinoma in her auditory nerve. The neurinoma was removed and the pt was implanted with a cochlear implant in 2006. She received some benefit from her ci, but eventually her performance became worse. The pt no longer received any benefit from her ci due to the bad condition of the auditory nerve.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device analysis will be submitted as a f/u report.